Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of syncope and dizziness. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.